Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patients were not crossing over to one of the stations eaedmain. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to one station. A technical support specialist (tss) confirmed that the hospital information technology team had added 8 gigabytes of random-access memory to the production es application server icasm1149. After the upgrade, memory usage was at 64 percent. The tss verified that incoming messages were crossing over and processing successfully. The system functioned after the technical support specialist troubleshot the device.